Manufacturer narrative:
The lot was manufactured between july 20, 2017 ¿ july 21, 2017. The device was received containing approximately 56 ml of fluid in the bladder. A visual inspection was performed with no issues noted. After the luer cap was removed, evidence of continuous flow was observed. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume infusor. This event was discovered by the patient during infusion while at home. There was no patient injury or medical intervention associated with this event. No additional information was available.